Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and thing which the reported phenomenon could not be duplicated at sorc, omsc surmised there was the possibility this phenomenon was attributed to which the power cord was not connected or the power cord have a problem or the lamp access cover was opened. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device, but it could not be duplicated the reported phenomenon. There was no report of patient injury associated with the event.